Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported the upper aligner cutting their gum and the aligner does not fit on their teeth. Provided hht&t and filing tip. Requested information and follow up on tips provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.